Event description:
It was reported that the patient with this inflatable penile prosthesis was not able to fill the prosthesis completely for 6 months, the cylinders were not completely filled, and he was not able to achieve full erection. The device is still implanted. No patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis was not able to fill the prosthesis completely for 6 months, the cylinders were not completely filled, and he was not able to achieve full erection. The device was explanted and replaced. No patient complications reported.